Manufacturer narrative:
Philips service replaced the power tray, spare fuses, and fru pfs389, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a power tray failure caused the system to shut down during use on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.